Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility in (B)(6) reported to fresenius (B)(4) technical services that after initiating hemodialysis (hd) treatment when the blood arrived at the dialyzer the fresenius 4008s machine alarmed and during an inspection an internal blood leak was observed in the dialyzer. There was no adverse event, injury, nor medical intervention required as a result of the reported event. The estimated blood loss was 250ml. The patient's blood flow rate was 200 ml/min, and dialysis flow rate was 200 ml/min. Patient has been receiving hd treatments 3 times a week since an unknown date. The dialyzer was replaced and the hd treatment was completed on a different hd machine. There are no sample available to return.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one similar complaint reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.